Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered something was clogged in the air/water channel (it is unknown what the foreign matter was in the air/water channel). The suction - cylinder had discoloration and a scratch and lens guide cover glass had a scratch. Additionally, due to clogging of air/water channel, the amount of water contact was not enough, water removal ability was hard to do and water supply volume was low, elements within the bending section had a scratch and the insertion tube buckles and coating peeled-off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus, unit no longer flushes, and air supply was no longer possible on the evis exera iii gastrointestinal videoscope. Upon inspection and testing of the customer returned device, something was possibly clogged in the air/water channel. It is unknown what the foreign matter was in the air/water channel. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object was unable to be identified. There was no nozzle deformation or damage noted. The event can be detected by reviewing the following chapters in the instructions for use: 1) preparation and inspection. 2) inspection of the endoscopic system . 3) inspection of the air-feeding function . 4) confirmation of emitting no air bubbles. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.